Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What degree of hemorrhoids did the patient have? What confirmation was received that the device was fully fired?where within the gap setting scale was the orange indicator prior to firing? Were staples seen at all in the surgical field? How many counter-clockwise revolutions were used to open the device? Was the safety reset before removal attempted? How many counter-clockwise revolutions were used to open the device? How was it confirmed that the anvil was free from the tissue prior to removing? After firing was the adjusting knob turned ½ to ¾ revolutions? Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? Were there any patient consequences as a result of the event? If yes, please describe.

Event description:
It was reported that during an unknown procedure, while firing, knife extended & cut the tissue between the jaw. However, staples did not deploy. This led to bleeding & was managed with hand suturing. There were no patient consequences reported.